Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had loud noise after removing battery. The customer¿s blood glucose level was 316 mg/dl at the time of the incident. Customer reported that the keypad was curved. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device was tested with no audio or vibrate anomaly and hardware low level failures in history file. Device received with peeling keypad overlay noted.